Event description:
The manufacturer was notified on (B)(6) 2015 of a patient death due to thrombosis. Thrombus was observed around cusps which was confirmed after the patient's death. The event is being attributed to the patient's bad cardiac condition, and not due to the device (mitroflow valve lxa, size19). The chronology of events is as follows: (B)(6) 2015 - this mitroflow 19mm was implanted. Ascending aorta was also replaced at the same time. After declamping, the patient was disconnected from the heart-lung machine; however, blood pressure did not increase. Therefore, intra-aortic balloon pump was performed. (B)(6) 2015 - the intra-aortic balloon pump was removed. The patient was taken to the intensive care unit. Since the patient's condition was not well, percutaneous cardiopulmonary support (pcps) was conducted. (B)(6) 2015 - ventricular tachycardia was confirmed in the morning. Dc shock was delivered, but the patient's condition did not improve. It was unknown when ventricular tachycardia was finally stopped. At night, some bleeding was confirmed from sternal bone area, so treatment was performed to stop bleeding. (B)(6) 2015 - the surgery for removing a hematoma was performed. The exact site of hematoma was unknown, but it could be around endocardium. After disconnecting the heart-lung machine, the intra-aortic balloon pump was performed again. In order to prevent too much pressure on lungs, only cardiac membrane was closed by using gore-tex, not connecting sternal bones. Pcps was performed again because the patient's condition was not well. Ventricular tachycardia and ventricular fibrillation occurred. After delivering dc shock, sinus rhythm was recovered. (B)(6) 2015 the patient's death was confirmed due to hemolysis. The physician's comments: "the patient's cardiac function was very poor and cardiac muscle was very thick. After the patient's death, mitroflow was visually checked; thrombus was observed between the right coronary cusp and non-coronary cusp. The cause of deterioration could be performing pcps on the patient whose condition was originally very bad. However, the thrombus was observed on mitroflow, so please investigate its reason or not from the device history record (because mitroflow will not be returned). For this case, device failure is not suspected on this mitroflow, but mitroflow could be not appropriate for the patient whose cardiac condition is originally very bad."

Manufacturer narrative:
Result: the complete manufacturing and material records for the subject valve were retrieved and being reviewed by quality control at sorin group (B)(4). Device will not be returned.

Manufacturer narrative:
Model number has been corrected from lxa to 12a. Catalog number has been corrected fro, lxa19 to 12a19. Narrative - device was not explanted and was not returned to the manufacturer. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4) inc. The results confirmed that this valve satisfied all material, visual, and performance standards required for a 12a19 mitroflow aortic pericardial heart valve at the time of manufacture and release. Function test video was reviewed to qualitatively evaluate each valve in 4 phases: closed, opening, open and closing. Each function test video consists of approximately 5 open/close cycles. Criteria that were evaluated during the review are listed in the table below. Video was viewed at real time and frame by frame. All valves performed as expected and met all function test quality control criteria that can be observed during video playback. Although the exact cause of thrombus formation on the aortic valve in this patient cannot be definitively determined, thrombus formation on the aortic valve is a recognized complication in patients who require circulatory support devices. This may occur on a native valve, but has been reported to be more common in patients with prosthetic valves and possibly with the use of continuous flow devices. The presumed cause is due to stagnant flow in the aortic valve cusps and ascending aorta, particularly in patients with little left ventricular ejection.